Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the was not booting up. After reviewing the log file fse confirmed that there is a malfunction with ippc hdd. Occurrence - but later on, 17 july 2023, the reported issue reoccurred, and ippc was found faulty. The fse replaced ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported.